Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Medical product: catalog #: xl-115363, arcom xl 44-36 std hmrl brng, lot # 689070, catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 697730, catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 716640, catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 887390, catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 887380, catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 465470, catalog #: 12-113560, compr 10mm hum fract stem pps, lot # 264740, catalog #: 405889, comp rvs 2.7mm dia drl, lot # 962330, catalog #: 405800, comp. Rev shldr 9 in steinmann, lot # 787430, catalog #: 115395, comp rvs cntrl 6.5x25mm st/rst, lot # 762300. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device had been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05390.

Event description:
It was reported that the patient underwent left reverse total shoulder arthroplasty about a month ago. Subsequently, patient was revised about 20 days later due to dislocation.